Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 461 mg/dl and treated with manual injections. The customer stated that the insulin pump did not received no delivery alarm. The customer stated that their experience headache all the day. Customer decline to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.